Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v515508, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 3888-45, lot# v515508, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient's first implantable neurostimulator (ins) from 2010 never worked for her; never had therapeutic effect and was not working with her body. The patient went for many reprogramming sessions with a company representative. When in the office it felt like it was at the right setting, but when she got home an hour later it was back to not helping with the pain. It "did not work for me at all." Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.